Event description:
Procedure type: according to the reporter: the patient was operated in a small intestine resection due to obstruction problem. After less than 24h, the patient was re-operated due to suture dehiscence in small intestine (pending anatomical pathology). Patient presented exitus 48 hours after reintervention. As products did not fail during initial surgery, they have been discarded and customer did not keep trace on lot no.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/12/2015.